Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited loss of capture and high out of range pacing impedance measurements. The field representative stated that these issues had been noted by the clinic at a routine device interrogation two months earlier. A revision procedure was performed where the lv lead was taken out of service and the device was explanted. Competitive products were implanted. The field representative was unable to obtain additional information as a boston scientific employee was not present at the previous device interrogation or the change out procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.